Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause for the complaint is a malpositioned implant impinging on the nerve root.

Event description:
In (B)(6) 2014, the surgeon performed an si joint fusion on the patient placing three ifuse implants. The patient reported radicular pain following the surgery. A CT scan revealed that the most superior implant was impinging on the nerve root. In (B)(6) 2014, the surgeon performed a revision surgery where he removed the superior implant and replaced it in a more anterior and inferior position. The patient's pain resolved following the procedure.